Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized in early (B)(6) 2015 due to diabetic ketoacidosis. Customer could not recall treatment provided, but stated blood glucose levels have stabilized.